Event description:
It was reported that the arctic sun device was not picking up water, even when full. Water volume showing as low. Engineering would contact customer to see if issue could be solved over a call. Per follow up information received via mail on 07may2025, the unit has not arrived at the depot yet.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was not filling, even when full. Water volume was showing as low. Circulation pump was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.